Manufacturer narrative:
Technical support instructed the account to replace the hydraulic valve. Repairs have not been completed.

Event description:
The account alleged that the head section would not rise. He cleaned the head up valve and it worked momentarily.